Event description:
The manufacturer received a report that a patient in hospice care with end-stage renal disease was found with their chest/abdomen wedged between the two half-length third-party side rails, with their foot on the floor. The patient was dnr but the nursing staff believed they felt a pulse and CPR was attempted. The patient expired 45 minutes later.